Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It should be noted that the electronic prostyle instructions for use (IFU) states: for access sites in the common femoral artery using 5f to 21f sheaths. In this case, the IFU deviation would not have contributed to the reported difficulties. Based on the information provided, a definitive cause for the reported backwall stitch could not be determined. Factors that may contribute to a backwall stitch include, but are not limited to, vessel pinched by suture, lateral puncture or the device used in a femoral vessel < 5mm. The patient effect and treatment appears to be related to the circumstances of the procedure. The IFU deviation would not have contributed to the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 1494 - indication for use. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a 4fr sheath hole prior to a percutaneous coronary intervention (pci) procedure. Reportedly, the first perclose device failed to capture. The sutures of two new perclose devices were successfully pre-placed. The sheath was upsized to a 14fr and the pci procedure was completed. Hemostasis was achieved with the pre-placed perclose sutures. However, the next day, it was noted that one of the perclose sutures had grabbed the posterior wall of the vessel occluding the vessel and leading to acute limb ischemia. The ischemia and occlusion was treated via a femoral artery cutdown, suture removal and a femoral artery patch placement. There was no reported clinically significant delay. No additional information was provided.